Event description:
During use of the plasmablade system it was reported that the system displayed reverse activation; when the cut button was pressed the generator indicated that coag mode was active and vice versa. No patient impact or injury.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Eval results: facility disposed of device. Device is not available for return and inspection. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.